Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have a distorted display. The lcd assembly was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported lines on the display. There was no known impact or consequence to patient.